Event description:
It was reported that while the customer was trying to input information into the insulin pump the numbers started scrolling on their own. The customer's blood glucose was 405 mg/dl. The customer stated that the insulin pump was stored in a cooler with ice, so the device might have been exposed to moisture. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no scrolling numbers, or ramping on their own noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on the motor assembly or electronic assembly noted during visual inspection.